Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had heat damage to the RMA strip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had heat damage to the RMA strip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The presence of a fragile internal component that was found to have heat damage does not imply high heat or external heat; this damage can happen over time and external temperatures are lower than internal ones. Upon disassembly, the handpiece was found to have a non-stryker asic motor controller.